Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the down button on the insulin pump harder to press and the part was chipped off where the reservoir goes in. Customer's blood glucose level was unknown. Customer reported that they had to press more than once. Insulin pump will not be returned for analysis.